Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that moisture was present in the ir window. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the alleged malfunction has the ability to result in a delay in treatment or long term cessation of insulin delivery if the damage impacts the power circuit or cartridge cap.

Manufacturer narrative:
Follow-up #1: date of submission 09/22/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/31/2016 with the following findings: during investigation, the pump was returned with no evidence of moisture in or around the display window. The pump was opened and there was no moisture found. A leak test failed due to a crack where the keypad meets the battery compartment. The battery compartment was found to be cracked from the case seal traveling to the bumper and at the case seal to the left side of the bumper pad. Correction to serial #. The correct serial number is: (B)(4).